Manufacturer narrative:
The manufacturer is reviewing the design history file and manufacturing records for this product. In addition the manufacturer had made visits to this customer facility to observe the clinical practice and collect additional information that will be helpful to the investigation. The investigation is currently ongoing and a root cause has not been determined at this time.

Event description:
On (B)(6), 2010 a report was rec'd from (B)(6) of a possible bloodline tubing kink on the arterial line of the bvm combiset bloodline. Additional information rec'd on october 15, 2010 reported that the kink on the tubing was observed at pre and post cuvette on the arterial line. The report states that the line kinked directly out of packaging however, it was used on a pt. The incident occurred during treatment and tpa was given unnecessarily as a result of this incident. The machine alarmed that the arterial pressure was down. No sample is available for evaluation.